Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in a saphenous vein grafting harvest procedure, when the clips were fired, they were not completely closing the vessel and fell off. The device also jammed with a clip still in the jaws.